Event description:
A surgeon reported that during a procedure, a knife was dull upon first use. An alternate knife was used to proceed and complete surgery. There was no harm to the patient.

Manufacturer narrative:
One opened sample was returned for evaluation. The sample was examined using 50x magnification and found to have a damaged tip. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Damage to the tip of the lade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).